Event description:
It was reported that during a gastric band procedure, the balloon had a hole in it. The hole was against where the balloon meets the band about 2/3 down the band. This was noticed when aspirating air and blood returned through the tube. A leak was seen in the balloon. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 07/17/2008. Information is unavailable; device was not returned for evaluation.